Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg test system result for one patient sample. The initial testing from the primary sample tube gave a sample short flag. The sample was repeated in a sample cup and the result was 0.500 miu/ml with a data flag and was reported outside the laboratory. The pathologist questioned the result as the patient had previous high hcg results. The sample was repeated on (B)(6) 2017 with a result of 4610 miu/ml. There was no allegation of an adverse event. The reagent lot number was 189123. The expiration date was requested but was not provided. A specific root cause could not be determined. Alarms noted in the provided data are likely due to poor sample quality and/or sub-optimal instrument adjustments. Possible root causes include issues due to a too short clotting time and improper centrifugation conditions. According to the customer, calibration and qc were within specification at the time of the incident. Based on this data, no reagent issue was indicated.